Manufacturer narrative:
Device sample returned for analysis, received 18 june 2023 and analysis completed on 11 july 2023. Manufacturers incident report is updated to reflect the results of device analysis and investigations. Based on manufacturer analysis of the returned device(s) and investigation, no root cause could be established. The relationship between the coopervision device and the event is unconfirmed. Should additional information become available additional investigation will be completed and a follow-up submitted as appropriate.

Manufacturer narrative:
No device sample was returned for manufacturer analysis. Manufacturing record review found no issues or nonconformance's and no trends were identified. No device related root cause could be established. The relationship between the coopervision device and the incident is unconfirmed. Should additional information become available, coopervision will complete additional investigations and submit a follow-up report as appropriate.

Event description:
This incident was received from the health care professional. It was reported that after instilling a new contact lens and removing in the evening the patient experienced a foreign body sensation in the left (os) eye, increasing to eye pain photophobia and a reduced vision. Exam identified stromal edema and a central corneal infiltrate / corneal ulcer. The patient was diagnosed with contact lens associated keratitis and treated with ceftazidim-ofloxacin and dexafree. After completing the initial treatment the patient instilled a new contact lens and experienced similar symptoms and therapy was restarted. As of the date of this report, treatment remains ongoing. Information provided by the physician indicates that the patient will be left with a central corneal opacity and permanent reduction in visual acuity. This event is being reported due to the indication of permanent injury to the user. Should further information become available, a follow-up report will be submitted as appropriate.